Manufacturer narrative:
Device received with cracked lcd display window corners noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen had scratches and has to turn on light to read the screen. Customer¿s blood glucose level was unknown. Customer also reported cracks on the casing also on the top arrow key and random no delivery alarms. The device will not be returned for analysis.